Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl and then one hour later was 530 mg/dl. The customer reported unsure if something was wrong with the insulin pump or tubing yesterday and was unable to call for troubleshooting. The customer had symptoms of difficulty breathing. The customer treated for the high blood glucose levels with manual injection. The customer¿s current blood glucose level is 200 mg/dl. The customer did troubleshoot the insulin pump, but declined to troubleshoot the infusion set. The insulin pump will not be returned for analysis.